Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event massive bruising/ dramatic bruising in the bilateral tear troughs/ discoloration under the eyes (pt: injection site bruising), was deemed to meet the serious criteria of permanent damage. The device history record for belotero balance could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from an us physician and concerns an adult (reported as middle-aged) female patient. She was injected with belotero (not otherwise specified). After the belotero injection, the patient experienced massive bruising (considered as severe) under the eye, that was continuing 9 weeks later (as reported). It had affected her lacrimal duct and she had tears running down her face constantly. The physician did not inject the patient, she came after she was injected by another injector. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 15-jul-2022: this case was upgraded to serious. The event over-abundant filler was added. The event term massive bruising was amended to massive bruising/ dramatic bruising in the bilateral tear troughs/ discoloration under the eyes. The coding remained unchanged. The patients age was provided. She was 52 years old at the time of the event. According to the patient, she was injected with belotero, into the tear troughs and at the corners of the mouth (off label use of device). The patients past medical history included a cholecystectomy, breast reduction, and an orthopedic procedure on her right knee. Further history included a hypertension and diabetes. Concomitant medications include metformin, ozempic, lisinopril, protonix and zoloft. She took no aspirin, anti-platelet agents or blood thinners. It was the patients first experience with filler. The reporter informed that she was not the injector, and that she saw the patient in consultation after the fact. The injector was reportedly a registered nurse that had a supervising physician in name only, was performing the treatments in a back room of a nail salon. After the belotero injection, the patient sustained dramatic bruising in the bilateral tear troughs, worse on the left than right. The filler was palpable right up into the inner canthus and the patient was observed to have tears run down the face rather than draining through her tear duct. She also complained of waking up in the morning with crusted tears on her eyelashes and face. As corrective treatment, the reporter injected 2 vials of hyaluronidase into the over-abundant filler, with some improvement. The patient was followed up in the reporters office about a week later and reported a return to normal function of her tear ducts and she no longer observed to have tears continuously streaming down her face. The discoloration under the eyes did not improve. The reporter suspected that this was going to be permanent to some degree. The outcome of the event massive bruising/ dramatic bruising in the bilateral tear troughs/ discoloration under the eyes remained unchanged. Due to the provided information, the outcome of the event over-abundant filler was considered as resolving. In the opinion of the reporter, this adverse events were 100% related to the use of belotero, but she did not believe that the filler itself was to blame, but an improper injection technique.